Event description:
The patient was treated with revanesse versa+ 1.2 ml [no lot# was provided], on (B)(6) 2022, injected to nasolabial fold. As per report reported by clinic, the patient stated tat her face became extremely itchy following her injections. Client's face appeared red but no significant visual reaction. Qa department is continuing investigation.